Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v817204, implanted: (B)(6) 2012, product type: lead. Product ID: 3888, lot# v817204, implanted: (B)(6) 2012, product type: lead. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3550-39, lot# n302341, implanted: (B)(6) 2012, product type: accessory. Product ID: 355024, lot# n304709, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported the patient was having a possible lead revision the day of this report due to a lack of stimulation coverage in the back. The patient was getting stimulation in the legs. It was not clear how long this had been an issue. Impedances were checked. The manufacturer representative (rep) saw ¿???¿ in the results. Other impedance results were all within normal limits. The rep reprogrammed the patient, but it did not help coverage. The patient had reportedly turned off stimulation a lot because he wasn¿t getting back stimulation. Additional information received reported three days later that all previously measured impedances looked okay. The physician wanted to place the new lead and put it higher. The old lead was not kept. The patient was getting better coverage and was doing well.